Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection performed with the naked eye noted a separation between the female connector and main body and a twisted silicone tubing beneath the main body. Leak testing was performed and no issues were observed. Clear passage testing was performed and no flow occurred due to the twisted silicone tubing. The tubing was manipulated by hand to achieve clear passage. Clamp function testing was performed and no issues were observed. The connection between the female connector and minicap was performed by hand and no issues were observed. The reported connection issue was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the set during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the peritoneal dialysis (pd) transfer set had a connection issue. The event was further described as ¿difficulty disconnecting from the patient line of the cycler¿. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.